Event description:
Received an electronic report of an event that occurred to a hemodialysis patient. It was learned that for this event, the symptoms occurred after 3:55 hours of treatment. The symptoms reported were chills and shaking and the patient was transported to the hospital. The initial reporter thought this might be a dialyzer reaction. According to the rn the patient arrives for treatment perfectly normal and becomes confused by the end of dialysis. For this event, the patient was trasnsported to the hospital at the end of dialysis. According to the rn, the patient appears to be septic. Other presenting symptoms are hypotension, nausea, and vomiting and diarrhea. The patient is putting on extra fluid. There is no sample available for an evaluation. The patient is able to continue hemodialysis. New updated information provided by the facility in 2006 indentified that this patient has neutropenia. The patient will be referred to hemotology for further work up and study. The patient is reportedly weak and continues to live at the nursing home.